Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the intrahepatic bile duct during a biopsy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the spyscope ds ii was unable to advance into the pancreatic duct. They tried to insert it again after dilating with endoscopic papillary balloon dilatation (epbd); however, the image was lost. The procedure was rescheduled due to this event. There were no patient complications reported as a result of this event.